Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain and discomfort. The cause of peritonitis was not reported. It was not reported if the patient was hospitalized or treated for the event. At the time of this report, the patient outcome was not reported. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: a4, b2 and b5. B5: upon follow up, it was reported for 15 days the patient was treated with amikacin sulfate injection (0.2g, every day, intravenous, discontinued) and injection vancomycin hydrochloride (500mg, every day, intravenous, discontinued) for peritonitis. It was reported after fifteen (15) days of event onset, the patient recovered from the peritonitis. Pd therapy had been restarted and then discontinued after seventeen (17) days. Should additional relevant information become available, a supplemental report will be submitted.